Event description:
Physician was unable to cannulate the contralateral leg hole despite accurate and complete deployment of the exculder trunk-ipsilateral component. The procedure was converted to an aui approach with femoral to femoral crossover.